Event description:
It was reported that the radiopaque markers on the catheter were not observed. The target lesion was located in the left anterior descending artery and was accessed through radial artery. An opticross hd imaging catheter was selected for use. During insertion, the physicians did not see on the angiogram any of the radiopaque markers that are on the catheter. The procedure was completed with another of the same device. No patient complications were reported.